Event description:
Spontaneous report from united kingdom. Local reference: # (B)(4). Quality complaint was opened: references #(B)(4). Linked case with (B)(4)(same reporter, similar incident, same product, different patient). Initial non-serious case report received on 06-jul-2021 from the dentist through sale representative became serious with additional information received from the dentist on 16-jul-2021. Follow up 2 information was received on 21-sept-2021 from qa department by email. Course of events: the report described a material separation of the suspected medical device ultra safety plus twist during a local lignospan injection in a unspecified patient on (B)(6) 2021, leading to embedding of the needle into the patient's mouth. It was specified that the dentist had performed periapical infiltration prior to extraction with lignospan special (lidocaine hydrochloride, epinephrine bitartrate) with one injection. Only one needle was used. During anesthesia of local anaesthetic, the handle and plunger became detached from needle which became lodged in periodontal ligament. The needle was removed by senior clinician. No information provided if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. The reporter assessed this incident as medically significant. Other information on device and lignospan special: batch number and expiry date: not available. Based on available information from quality department : without any complementary information or batch number of the device and/or handle, no further investigation is possible on this case and this incident is closed the database. Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could be the mishandling of the device. However, pending quality investigations and/or additional information, no root cause could be determined. This is the 22nd similar incident of device separation with usp twist newly launched during the covid-19 pandemic period. Usp twist is an upgrade of usp. Based on the preliminary analysis, pending quality investigation results and/or additional information, and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on all available data, as the device was not returned and batch was unknown no quality investigations could be conducted, therefore no final root cause could be determined. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Due to lack of information on the way the device was assembled by the dentist, one of the possible root cause could be the mishandling of the device. The notice details the procedure to assembling the injection device with detailed illustration. Based on similar incidents, the most reported privileged cause is a misuse of the device: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle contrary to specific instructions listed in the notice. The controls done during the injection permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n). Consequently, the residual risk is judged acceptable. One of the privileged cause of this complaint is a mishandling of the injection device (not respecting the procedure of the notice). Consequently, no corrective action will be done, and re-training of the practitioner is recommended. A wrong use of the device by the practitioner can induce the disassembly of the device: use of a wrong handle (not a twist handle). Wrong assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or partial insertion of the sheath in the handle. High pressure on the injection system: high pressure can occurred with 1,8ml usp twist 1,8ml if the cartridge is empty (the piston of the handle push the back tip of the cannula). Use of multiple cartridges: resulting to a weakening of the fixation system on usp twist part a (l-shape). Without any complementary information or batch number of the device and/or handle, no further investigation is possible on this case and this incident is closed in our database.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described the separation of usp twist part a (injection device) from usp twist part b (handle) leading to cannula from needle part breaking into patient's mouth. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. There was no information on the way the device was assembled by the dentist, therefore one of the possible root cause could be the mishandling of the device. However, pending quality investigations and/or additional information, no root cause could be determined. This is the 22nd similar incident of device separation with usp twist newly launched during the covid-19 pandemic period. Usp twist is an upgrade of usp. Based on the preliminary analysis, pending quality investigation results and/or additional information, and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: based on all available data, as the device was not returned and batch was unknown no quality investigations could be conducted, therefore no final root cause could be determined. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. Due to lack of information on the way the device was assembled by the dentist, one of the possible root cause could be the mishandling of the device. The notice details the procedure to assembling the injection device with detailed illustration. Based on similar incidents, the most reported privileged cause is a misuse of the device: multiple cartridges used, excessive pressure, incorrect locking of the system, use of an incompatible handle contrary to specific instructions listed in the notice. The controls done during the injection permit the detection of insufficient assembly force between handle and usp barrel and sheath (>100n). Consequently, the residual risk is judged acceptable. One of the privileged cause of this complaint is a mishandling of the injection device (not respecting the procedure of the notice). Consequently, no corrective action will be done, and re-training of the practitioner is recommended. A wrong use of the device by the practitioner can induce the disassembly of the device: use of a wrong handle (not a twist handle). Wrong assembly: the ergot the handle was not "twisted" in the l-shape of the usp twist and/or partial insertion of the sheath in the handle. High pressure on the injection system: high pressure can occurred with 1,8ml usp twist 1,8ml if the cartridge is empty (the piston of the handle push the back tip of the cannula). Use of multiple cartridges: resulting to a weakening of the fixation system on usp twist part a (l-shape). Without any complementary information or batch number of the device and/or handle, no further investigation is possible on this case and this incident is closed in our database.